Event description:
It was reported to philips that the allura device geometry was unavailable. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿c arm table movement is not functioning¿. Fse, checked the system and found safety post test failed. So he by passed the geo module by using d- connector measuring board then the test gets passed. Fse replaced geo module and after replacement, the system returned to use in good working order. Codes were updated based on the investigation outcome.